Event description:
On (B)(6) 2017, I received a lasik procedure for corrective vision in both my right and left eyes. On (B)(6) 2017, I was diagnosed with stage 3 dlk in my left eye and stage 1 dlk in my right eye. I have been on steroids since and as of (B)(6) 2017, I still have dlk in both eyes.